Manufacturer narrative:
The lot was manufactured from september 5, 2018 - september 7, 2018. The device was received for evaluation. Visual inspection was performed and it was noted that there was fluid inside the bag the device was received in; however, when the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. The blue winged luer was hand tightened and function leak testing was performed with no signs of leaking noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking in the overpouch. The device was filled with 0.9% sodium chloride. This was discovered before patient use. There was no patient involvement. No additional information is available.